Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not see the screen of the insulin pump and the buttons of the device were unresponsive. The customer's blood glucose was 157 mg/dl. The discontinuation of the device was advised. The customer stated that they had another insulin pump at home, but the time of the phone call they were out of town. Nothing further was reported.